Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had a fever. A transesophageal echocardiography showed vegetation on the comeptitor right atrial lead. The patient was diagnosed with infective endocarditis and hospitalized. The infection was treated with antibiotics. There were no additional adverse effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.